Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 35 mg/dl at the time of the incident. The customer's other blood glucose was 65 mg/dl. The customer treated with glucagon and food. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if auto mode was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The caller reported their healthcare professional and educator had already made changes to the settings but still having issues with unstable blood glucose. The caller also stated that the insulin pump was not alarming when the customer was running low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Device programmed the alert on low with the glucose sensor simulator and the alert registered properly in the pump history and the alert on low alarmed properly. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at time of event and the customer stated that her health care professional had taken her off at that time of event.